Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'ec345' was reproduced. A review of the history log revealed "system error 345 - thermistor disparity". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream thermistor failed. The ultrasonic sensor requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.